Event description:
The customer reported that the equipment had a communicaiton error and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The soft ware was installed during the service call. The system was tested and found to be working as intended and put back into service.